Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (patient death) was confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. Electrode belt sn (B)(6) was returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. H4. Device manufacturer date. Monitor: 07/03/2018. Electrode belt: 11/11/2015. Updating the root cause for the monitor malfunction: the root cause for the open resistor was the external defibrillation.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient received medical attention at the ER. It was reported that the lifevest was alarming. It was also reported that the patient experienced an appropriate treatment event consisting of two shocks. The patient also received four additional shocks. Review of the download data, indicates the patient received four shocks in response to CPR artifact. At 08:47:22 on (B)(6) 2020 the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post shock rhythm was ventricular tachycardia (vt) at 120 bpm degrading to vf. At 08:47:51, the patient received a second appropriate treatment. The patient's rhythm at the time of the treatment was vf and the post shock rhythm was an idioventricular rhythm at 60 bpm transitions to vt at 115 bpm with possible CPR artifact. The patient received an additional third shock at 08:49:57. The patient's rhythm at the time of the event was CPR artifact and the post shock rhythm was vt at 180 bpm which degraded to vf with CPR artifact. Treatments four and five occurred at 08:50:42 and 08:51:21. The patient's rhythm and post shock rhythm for treatments four and five was CPR artifact. The patient received a sixth treatment at 08:52:00 while the patient was in CPR artifact that transitioned to vf, and the post rhythm was vt at 180 bpm which degraded to vf with CPR/motion artifact. The patient then entered a non-treatable rhythm at 08:52:00. The patient's arrhythmias were successfully converted to a slower rhythm as a result of the treatment event. The response buttons not were pressed during the event. The patient passed on (B)(6) 2020. Per clinical review of the continuous ECG recordings, the patient received six appropriate treatments during vf. At 08:47:22 on (B)(6) 2020 the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post shock rhythm was ventricular tachycardia (vt) at 120 bpm degrading to vf. At 08:47:51, the patient received a second appropriate treatment. The patient's rhythm at the time of the treatment was vf and the post shock rhythm was an idioventricular rhythm at 60 bpm transitions to vt at 115 bpm with possible CPR artifact. The patient received another appropriate treatment at 08:49:57. The patient's rhythm at the time of the event was vf with CPR artifact and the post shock rhythm was vt at 180 bpm which degraded to vf with CPR artifact. The patient was treated a fourth time at 08:50:42, while the patient was in vf with CPR/motion artifact. The patient's post shock rhythm was CPR/motion artifact degrading to vf. Treatment five occurred at 08:51:21, while the patient was in vf with CPR/motion artifact. The patient's post shock rhythm was obscured by CPR/motion artifact. The patient received a sixth treatment at 08:52:00 while the patient was in CPR artifact transitioning to vf, and the post rhythm was vt at 180 bpm which degraded to vf with CPR/motion artifact. The patient received the 1st non-lifevest defibrillation at 08:52:48, while the patient was in vf with CPR/motion artifact. The patient's post shock rhythm was CPR/motion artifact. The patient was in vf for 12 seconds before receiving the defibrillation. The patient was then seen in vf with pace maker spikes and CPR/motion artifact before the second non-lifevest defibrillation. The patient received a 2nd non-lifevest defibrillation, while the patient was in vf. CPR/motion artifact was seen 17 seconds before the defibrillation was delivered. The patient's post shock rhythm was vf with CPR/motion artifact. The patient was in vf for 1 minute and 24 seconds before receiving the defibrillation. The patient was seen in vf with CPR/motion artifact before the third non-lifevest defibrillation. The patient received 3rd non-lifevest defibrillation, while the patient was in vf with motion artifact. The patient's post shock rhythm was vt at 110 bpm. The patient was in vf for approximately 3 minutes before receiving the defibrillation. The patient's rhythm then slows to an idioventricular rhythm at 70 bpm slowing to an idioventricular rhythm at 40 bpm. The rhythm then degrades to asystole with CPR/motion artifact. The patient is briefly seen in an idioventricular rhythm at 40 bpm degrading to asystole from approximately 08:52:48 until the device abnormally shuts down at 10:41:33 on (B)(6) 2020. CPR/motion artifact, pacemaker spikes, heart rate at or below the threshold, and the fact that the patient was not in detection sequence long enough prevented the lifevest from treating the patient from approximately 08:52:48 to 08:58:39.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. Electrode belt sn (B)(4) was returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date: monitor: 07/03/2018, electrode belt: 11/11/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient received medical attention at the ER. It was reported that the lifevest was alarming.   It was also reported that the patient experienced an appropriate treatment event consisting of two shocks. The patient also received four additional shocks. Review of the download data, indicates the patient received four shocks in response to CPR artifact. At 08:47:22 on (B)(6) 2020 the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post shock rhythm was ventricular tachycardia (vt) at 120 bpm degrading to vf. At 08:47:51, the patient received a second appropriate treatment. The patient's rhythm at the time of the treatment was vf and the post shock rhythm was an idioventricular rhythm at 60 bpm transitions to vt at 115 bpm with possible CPR artifact. The patient received an additional third shock at 08:49:57. The patient's rhythm at the time of the event was CPR artifact and the post shock rhythm was vt at 180 bpm which degraded to vf with CPR artifact. Treatments four and five occurred at 08:50:42 and 08:51:21. The patient's rhythm and post shock rhythm for treatments four and five was CPR artifact. The patient received a sixth treatment at 08:52:00 while the patient was in CPR artifact that transitioned to vf, and the post rhythm was vt at 180 bpm which degraded to vf with CPR/motion artifact. The patient then entered a non-treatable rhythm at 08:52:00. The patient's arrhythmias were successfully converted to a slower rhythm as a result of the treatment event. The response buttons not were pressed during the event. The patient passed on (B)(6) 2020.